Manufacturer narrative:
Failure analysis for fiber model #0010-2400; lot #443a; serial #(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits; mild charred detritus adhesion; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 219,816 joules while using the surgical fiber during a prostate procedure, an aiming beam directional issue was observed. Additionally, when in vaporization mode, the beam was observed to pulsate. Time expended: 32:08 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "no injury". There was no patient injury reported.